Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of kinked cannula on (B)(6) 2025. The site of insertion was abdomen. The patient noticed symptoms within three or more hours of insertion. No further information available.